Manufacturer narrative:
A non-sterile orbit galaxy cmplx fill coil 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped and no damages were noted on it. No damages were noted on the support coil and gripper while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot 17228724 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer that the coil stretched was confirmed; the cause of the stretched condition noted on the device was apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent these kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time. UDI: (B)(4).

Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
The contact at the facility reported that the orbit galaxy coil (640cf0306/17228724) was stretched. There was no reported patient impact. At the time of initial contact, the product was available for return.